Manufacturer narrative:
Although the patient's presenting condition may be more likely have impacted the event the impella cannot be excluded as a possible contributing factor in the patient's demise. Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp implant, the patient experienced wide complex tachycardia. The patient was defibrillated multiple times to counteract the condition. It was noted that the patient had underlying atrial fibrillation with right bundle branch block leading up to the event. It was additionally reported that despite having absent bilateral lower extremity posterior tibial and dorsalis pedis pulses prior to impella implant, the condition continued to worsen with the extremities becoming very mottled. Support continued despite the condition for two days, at which point the patient was moved to comfort care. The patient expired following pump removal.

Manufacturer narrative:
The root cause of the tachycardia and ischemia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.